Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the tubing and the console generated a gas loss alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.9cm from the iab tip. An additional inner lumen kink within the membrane was also observed at approximately 10.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump to complete the autofill cycle. However, the iab did not fully inflate. The evaluation cannot confirm the reported leak. No blood was found inside the catheter. However, the evaluation confirmed the reported alarm which was likely caused by the catheter tubing/inner lumen kink. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.